Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's scs system implantable pulse generator was replaced due to the battery being depleted. It was undetermined if the patient charged the device as recommended. The generator was replaced without complications and stimulation therapy restored.